Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the asymptomatic patient presented to clinic, far r-wave oversensing was observed. Programming changes were recommended.